Event description:
On (B)(6), 2007, this pt was implanted with gore tag thoracic endoprostheses to treat an acute dissection of the descending thoracic aorta. At the time of this treatment, the physician felt that due to progression of the dissection, further treatment may be necessary at a future date. On (B)(6), 2008, this pt was implanted with a gore tag thoracic endoprosthesis to extend the treatment range distally.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in original procedure: tg3115/(B)(4). According to the instructions for use, the gore tag endoprosthesis has not been evaluated in pt etiologies including acute dissections.